Manufacturer narrative:
The returned product was evaluated and found the exposed portion of the soft cannula was found to have a tear and cause a leakage. It could not be determined when the tear occurred or if it resulted in the pump failing to deliver insulin. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. The alarm indicates the device reached pump expiration time after 80 hours of operation. The downloaded data shows no increase in pulse widths or signs of struggle during the run that would indicate a failure of the pod to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/2017. Checking your blood glucose 4 / page 36. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) history with an alternative bg meter is as follows: (B)(6). Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. Pod worn on leg for an unspecified amount of time.